Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked while the user had the pump in a pocket during sleep, and blood glucose was not impacted. Symptoms included no clinical effects. Outcomes included a device replacement with instructions for return and data handling, and the user was informed that data would not transfer to the replacement. Investigation included collection of event details and confirmation of shipping and return logistics. Investigation of this case revealed physical damage to the display consistent with user handling, with no functional alarms or therapy interruption reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.